Event description:
It was reported that the patient experienced stable angina pectoris requiring treatment. In (B)(6) 2023, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to middle left anterior descending (lad) artery with 100% stenosis and was 65 mm long, with a reference vessel diameter of 3.5 mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm and 3.50 mm x 32 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. In (B)(6) 2023, the staged procedure was performed. The target lesion 1 was located in the distal left circumflex artery (lcx) with 80% stenosis and was 15 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject presented with stable angina pectoris and the subject was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. The subject was referred for coronary angiography which revealed 90% stenosis in the proximal rca which had previously placed study device was treated with percutaneous coronary intervention-target vessel revascularization. Post intervention, the residual stenosis was noted to be 0%. Additionally, coronary drug balloon dilatation was performed, and medication was given to treat the event. Three days later, subject was discharged from the hospital and the event was considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter address: (B)(6).